Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify the reported issue. The cause of the reported issue was determined to be corrosion on the membrane tail between tracks 13 (on_button) and 14 (key3_button). The corrosion had resulted in excess current drain which depleted the returned pad-pak. This led to the device being unable to power on or issue voice prompts using the returned pad-pak. Additionally, the corrosion on the membrane tail alongside the multiple temperatures below the indicated minimum of 0ºc, would confirm that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.